Event description:
Patient's tracheostomy tube end adaptor was found placed directly into the heated wire circuit. This was creating a backflow of pressure that was making the patient exhale against the flow.